Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the valve was explanted for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was less than (B)(6) old with severe pulmonary valve atresia and in extremis. A transcatheter pulmonary bioprosthetic valve was attempted, however due to the patient's geometry, the valve impaired the left ventricular outflow tract (lvot) function and was explanted. A homograft conduit was implanted and the patient was placed on extracorporeal membrane oxygenation (ECMO) support. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.